Event description:
The advocate stated the customer received a blood glucose reading of 93 mg/dl from her contour and a reading of 56 mg/dl from her breeze2 meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned.